Event description:
Per medwatch report received on 12/29/2011. The user reported that the moveable core wire was introduced into the artery and severed at some point. The user was contacted for more information and stated that the physician was attempting to access the left ventricle. The physician had withdrawn the core and was working the wire more aggressively because he was experiencing difficulty and was becoming impatient. The wire tip sheared off while it was in the patient and had to be removed by a snare. After removal of the wire tip, the patient recovered without any further difficulties.

Manufacturer narrative:
The suspect device is not expected to be returned for evaluation. The user did not provide a lot number and did not specify if this was the initial use of the device. A follow-up report will be submitted if more information becomes available.